Manufacturer narrative:
The electrode lot number and expiration date were not provided.

Event description:
The initial reporter received questionable sodium electrode results for multiple patient samples tested on the cobas 8000 ise 1800 module. One example of discrepant results was provided: the initial result from the analyzer is 138 mmol/l. The repeat result from another analyzer is 155 mmol/l. The customer performed a patient comparison, and the qc level 1 went out of range, prompting the rerun. The repeat result was deemed correct.